Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement and there was a slight insulation damage to the proximal part of the lead which was suspectedly due to suture sleeve being pulled back. As of this time, this ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.